Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: during investigation, the battery compartment was cracked at threads on the side and separately below the grip pad. The returned battery cap threads were stripped, and was unable to fit. A test battery cap was used for testing. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The pumps cover was removed, and further moisture corrosion was found to the power printed circuit board and to the display circuit.